Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Other company representative reported on behalf of healthcare professional "rupture" . This record is for the right-side. Device has been explanted and replaced with a non-abbvie device. It is unknown if the device will be returned.